Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an 83 pump a vs. B volume error; alarm warning message during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an 83 pump a vs. B volume error; alarm warning message during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Upon follow up, the facility stated the patient was able to complete peritoneal dialysis treatment using the cycler on the day of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Additional information: a2, a3, a4, b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an 83 pump a vs. B volume error; alarm warning message during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Upon follow up, the facility stated the patient was able to complete peritoneal dialysis treatment using the cycler on the day of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.